Manufacturer narrative:
It was reported that a patient was implanted with an optease inferior vena cava (ivc) filter. The information provided indicated that approximately five years after implantation, the ivc filter perforated the patient¿s inferior vena cava and fractured, causing injury to surrounding tissues, vessels, and organs, and fractured pieces of the ivc filter, and/or the entire device, migrated to other areas of the patient including, but not limited to her heart. Eight days later, the device migrated to the patient¿s heart which required open heart surgery. The patient passed away approximately a month post open heart surgery in a different hospital from where the surgery took place. The information also indicates that the device tilted, was embedded in the wall of the ivc, causing blood clots, clotting/occlusion within the ivc. The patient was also reported to have experienced shortness of breath, dizziness, blurry vision, abdominal pain and chest discomfort. At some point after the filter implant, the patient collapsed at work and was taken to the emergency room. A computerized tomography (CT) scan indicated that there was thrombosis of the ivc extending both above and below the ivc filter. The CT scan also indicated that the ivc filter was tilted laterally. The patient received thrombolytic therapy, and a treating physician¿s pre- and post-operative diagnosis was ¿ivc thrombosis with malpositioned ivc filter¿. A CT scan of the patient¿s abdomen and pelvis taken without contrast at another hospital indicated that the inferior portion of the ivc filter extends into her right ovarian wall. The indication for the filter implant was a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right basilic vein and positioned at the mid portion of l1 and extending down to the level of l3 and deployed. A dual lumen percutaneous intravenous central catheter was then placed in the superior vena cava through the same access site. The patient tolerated the procedure well and there were no immediate complications. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis in the filter, ivc stenosis and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter fracture, tilt, perforation and migration could not be confirmed, and the cause could not be determined. The timing and mechanism for these events is unclear and it is unknown if the tilt and or fracture contributed to the perforation. The instructions for use (IFU) states filter fracture and migration are potential complications associated with vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided it is not possible to establish a relationship between the reported events of tilt, fracture, perforation and migration of the device. The timing of the of the results of the CT scan and subsequent events leading to the patient¿s death has not been provided. A cause of death has also not been provided, as such it is not possible to determine what factors may have contributed to the death. The patient¿s medical history has not been provided, therefore it is not possible to determine what factor(s) may have contributed to the shortness of breath, dizziness, blurred vision, abdominal and chest pain that has been reported. These events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the events could not be determined. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, a patient was implanted with an unidentified inferior vena cava (ivc) filter. The patient and the physicians used the ivc filter in the manner which it was intended. Approximately 5 years after implantation, the ivc filter perforated the patient¿s inferior vena cava and fractured, causing injury to surrounding tissues, vessels, and organs, and fractured pieces of the ivc filter, and/or the entire device, migrated to other areas of the patient including, but not limited to her heart. Eight days later, the device migrated to the patient¿s heart which required open heart surgery. The patient passed away approximately a month post implantation. The initial brief did not specifically identify the manufacturer of the ivc filter at issue. Additional information was received from medical records and a patient profile form that the implanted device was an optease filter and also provided the catalog, lot number as well as the implant date. A patient profile form indicates the device tilted, was embedded in the wall of the ivc, causing blood clots, clotting/occlusion within the ivc. The patient was taken to the emergency department after she collapsed at work. A CT scan indicated that she suffered from thrombosis of the ivc extending both above and below the ivc filter. The CT scan also indicated that the ivc filter was tilted laterally. The patient received thrombolytic therapy, and a treating physician¿s pre- and post-operative diagnosis was ¿ivc thrombosis with malpositioned ivc filter¿. A CT scan of the patient¿s abdomen and pelvis taken without contrast at another hospital indicated that the inferior portion of the ivc filter extends into her right ovarian wall. The patient did not know at that time, nor did she have any reason to know, that these symptoms were due to the implantation of a defective product the patient suffered from shortness of breath, dizziness, blurry vision, abdominal pain and chest discomfort. The patient has suffered and will continue to suffer significant medical expenses as well as pain and suffering. The physician noted that the ivc could not be removed, and that the patient would require anti-coagulation the rest of her life.